Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1(event site email). Corrected data: h6 (medical device ¿ problem code, investigation findings, type of investigation, component codes).

Manufacturer narrative:
Updated field: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(investigation type, investigation findings, component code, investigation conclusion), h11. Display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles. The following components when defective can lead to display artifacts: 12.1 lcd, 12.1 touchscreen, video generator pcba, display grounding cable, video generator to upper display cable the defects to these parts can be caused because of component reliability, pcb reliability, loose or unsecured connections, and em interference.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1. Full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during routine check the customer found the cardiosave intra aortic balloon pump (iabp) had a broken screen. There was no patient involvement.